Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4). On retained kit lot 1007882 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1007882, test base part number 190-430 / lot: 1007882. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1007882 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient sample. Reference MFR. Report: 1221359-2021-00643, 1221359-2021-00644, 1221359-2021-00645, 1221359-2021-00646, 1221359-2021-00647, 1221359-2021-00648.

Event description:
The customer reported 7 false positive results with the ID now covid-19 assay performed on multiple dates with multiple patients. This MFR. Report is one (1) of seven (7). The customer reported a false positive result with an ID now covid-19 assay on a direct tested nasal swab. Repeat testing was not performed. It is unknown which of the six (6) patient events this lot is related to. Confirmation testing on nasal swabs with pcr generated negative results (CT values not provided). The customer stated that the patient was asymptomatic and confirmed that there was no death or serious injury based on the ID ow covid-19 test assay results. Patient quarantined.